Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00165 with the FDA on 26-jul-2023. Additional information (16-aug-2023): siemens further evaluated the data and determined that the repeat result was obtained on the alternate instrument using another reagent lot. The magnitude of the difference demonstrated a potential analyzer or calibration issue. The lot-to-lot variance was determined to be normal, but the variance was magnified by required instrument maintenance. This was resolved through the service activities performed by the siemens customer service engineer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 1500 instrument when the quality controls (qc¿s) were unacceptable. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument and recovered lower than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 1500 instrument when the quality controls (qc¿s) were unacceptable. Siemens remotely assisted the customer and requested the customer to wipe down the aliquot probe, sample probe 1 (s1), reagent probe 1 (r1) and reagent probe 2 (r2). Then, siemens requested for the customer to check that the probes were in the center of the drains. Next, siemens requested for the customer to flush the drains with hot water and bleach and follow-up with the drain cleaning brush. Then, the customer successfully performed an auto-alignment for s1, r1, and r2. Additionally, the customer performed a sodium hydroxide clean of r1 and r2, homed all the modules, exited diagnostics, and reset the instrument to green status. The siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran service method testing¿s (smt's) and a mixer test recovered slightly high on r2. The cse also determined that alignments needed adjustments. The cse found background process error of luminescent oxygen channeling immunoassay (loci) contamination. The cse detailed r1 and r2 arms and replaced and aligned belts. The cse also performed bottom of cuvette correction (bocc) on r1 and s1 and ran mix test and fluidics, which recovered acceptably. Then, the cse performed the quick check and ran qc, which recovered acceptably. Lastly, the customer calibrated the tnih assay and obtained acceptable qc results. The cause of the erroneous tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.